Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. On the same day, the patient was given start dose of vancomycin 1 gram, intraperitoneally and amikacin 500mg, intraperitoneally. Treatment was further continued with meropenem 1gm and amikacin 100mg intraperitoneally. At the time of this report, the patient is recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.